Event description:
A 40mm threadlock distractor (02-540-40) was surgically implanted later in 2002. Subsequent to that date the distractor broke. The distractor was removed later in 2002. No further complaints have been reported.